Event description:
It was reported that during troubleshooting for an unrelated alarm, the care giver (cg) disconnected and then reconnected the solutions bags. The cg originally connected the extraneal bag on the white line and the bag was empty. The technical service representative (tsr) explained that the bags should not be reconnected. The tsr assisted the cg with ending the therapy. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report where the care giver (cg) reconnected the previously used bags, which is a user error. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If additional relevant information is obtained, a supplemental report will be submitted.